Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose (bg) of 519 mg/dl; was tired and dizzy with increased thirst and urination. During troubleshooting, customer support found that the basal delivery totals in tdd do not match active basal program total and there is no known cause for variation. This complaint is being reported as the patient experienced hyperglycemia related to the inaccurate delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017: device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be dim/faded and discolored.